Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this pacemaker. Technical services (ts) analyzed device data and determined that there was no oversensing, no stored ventricular events, and no inappropriate mode switches. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).